Event description:
Procedure type: esophagogastrectomy. According to the reporter: upon trying to close the opening to insert the device after anastomosis, a doctor found the device stopped firing in the middle and could not fully squeeze the firing knob. Later he confirmed it could be the thumb piece could not be pulled back. A new instrument was opened to complete the case with no problem. There was, however, additional tissue resected. No extension in operating time extended. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).